Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a heart rate in the 30's, along with periods of asystole, resulting in both pre-syncopal and syncopal episodes. The right ventricular (rv) lead exhibited intermittent loss of capture, as well as rising/high/unstable thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.